Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The returned sample was visually inspected and was found to be non-conforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for cut and conforming for actuation and aspiration. Vibration of the probe was felt during actuation testing. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. Gouge marks were observed at the cutting edge and a couple other locations along the length of the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that the probe had a cut failure and vibration felt. The evaluation did not indicate that the probe had an actuation failure. The cause for the cut failure is the observed gouging to the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. The returned probe was able to actuate, however, the detached coupling could have caused the probe to not actuate at the time the reported event was observed. It appears that during use in surgery the adhesive bond failed, causing the extension to detach from the coupling.the exact root cause of the observed vibration cannot be determined from the evaluation performed. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vibration of the probe actuating spread through the whole probe during a vitrectomy procedure; therefore, it was not able to cut. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.